Event description:
On an unknown date, the patient underwent treatment for an abdominal aortic aneurysm with aneurx stent grafts, which later separated. On (B)(6), 2011, a gore excluder contralateral leg was placed as a junction between the separated aneurx devices. The patient tolerated the procedure. On (B)(6), 2011, a 12cm long radiopaque foreign body was seen on CT, extending from the descending thoracic aorta to the proximal end of the aneurx device. The physician was unable to identify the radiopaque object; it could be part of the contralateral leg catheter that had broken off.

Manufacturer narrative:
Method - a review of the manufacturing records has been conducted. Results - the manufacturing records review verified that the lot met all pre-release specifications.